Event description:
This is a spontaneous report by a physician in (B)(6) of sterile peritonitis in a patient coincident with dianeal therapy for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd). Treatment with dianeal was ongoing. On (B)(6) 2012, the patient experienced sterile peritonitis manifested by slightly cloudy effluent during flushing of the abdominal cavity and was admitted to the hospital. The cause of peritonitis was unknown. On the same day, the patient began treatment with vancomycin (2.5g, ip) and mirocef (1.5g, ip) once/day. On (B)(6) 2012, the patient recovered from sterile peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, treatment with mirocef was discontinued and on (B)(6) 2013, treatment with vancomycin was discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).